Event description:
- -

Event description:
Additional information was obtained. During further follow up, successful defibrillation testing was performed. A decision was made to leave this system implanted and in service. No patient symptoms were reported.

Event description:
Additional information was received. This system remains monitored remotely. Additional high shock impedance measurements have been reported.

Event description:
Boston scientific received information that remote monitoring revealed this right ventricular lead had displayed a high shock impedance measurement. This information was provided to the physician and is being monitored. A follow up visit was performed. A review of memory revealed (B)(6) months earlier, a ventricular fibrillation episode was successfully terminated by two 41 joule shocks. It was thought the shocks may have been ineffective. No adverse patient effects were reported. Further defibrillation testing will be performed in the near future.

Manufacturer narrative:
- -

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.